Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced a high blood glucose level of 453 mg/dl. The customer reported that when she removed the infusion set, the cannula was bent. Customer got a no delivery and stated that she had issues with 2 infusion sets. Customer reported that the 2nd infusion set had the bent cannula. The infusion set will be returned for analysis. The insulin pump will not be returned for analysis.